Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. On the system test, the iesu was found to trigger the c-34 error indicating a high voltage fault. During visual inspection no issues were found. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the field service engineer (fse) reported to technical service engineer (tse) that the customer reported erbe error c-34 was observed. The bipolar did not work. The customer used a spare iesu. The procedure was converted to another dv system with no reported injury.